Event description:
Novathreads implanted on (B)(6) 2022. 5 threads on each side. (B)(6) 2022 patient started feeling a sore in her gums six weeks post treatment. 09/18/2022 a few days later, it pierced the skin. Patient was able to remove about 3". (B)(6) 2022 patient was feeling another poke through the same hole. It was removed in office, about 1" only came out. 09/24/2022 completely opposite side of face, patient is able to see a thread and it feels to her as if it's popping up. (B)(6) 2022 medical director advised the thread should be removed. (B)(6) 2022 practitioner confirmed thread was removed, letting the patient heal for a few weeks. Patient had other threads inserted and is currently doing well.